Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a revision surgery, the s2 lead migrated while the physician attempted to move other leads. As a result, the lead was explanted and replaced on (B)(6) 2023 to address the issue. It is unknown which s2 lead was moved.

Manufacturer narrative:
The allegation is against 1 of 2 leads, however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4) , batch: 8285435.